Manufacturer narrative:
Age at time of event 18 years or older. Device is combination product.

Event description:
It was reported a dissection occurred. The de novo target lesion was located in the left anterior descending (lad) artery. Following deployment of a 16 x 2.75 promus premier select drug-eluting stent, an orthogonal view revealed an edge dissection. A different stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.